Event description:
I had lasik surgery and to this day it was the worst decision of my life. The complications from this has affected my lifestyle. I avoid going out at night, due to my visual disabilities from lasik. I am very depressed and constantly suffer from all the complications. I have dry eyes, halos, daytime and nighttime starbursts and glaring. My problems started after the day of the surgery when I noticed lots of halos around the lamppost at night and starbursting from car headlights. This really freaked me out, but I was assured by the lasik doctor that this will go away and was part of the healing. However, to this day I suffer from it. I am diagnosed with dry eyes and use eye drops every hour. I would like everyone to please do your research and stay away from this procedure. Lasik, in general, is a flawed technique and should never be approved by the FDA. I would pay my life savings to get back my crisp eyesight with glasses. Event abated: no.